Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned, at this time.

Event description:
Sales rep reported: netbook is losing sherlock tracking just after the line passes the shoulder. The magnet tracking seems to just stop as the PICC reaches the junction where it would turn up or down. It shows the empty lollipop and stops moving as if the PICC has gone out of range. This is for 1 of 5 events reported.